Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The proximal side of the tissue pad was severely worn. The fragment of the tissue pad was returned with the subject device. The tissue pad of the grasping section was partially missing. The fragment of the grasping section was returned with the subject device. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the grasping section cracked, and besides the grasping section was broken off when the grasping section was subjected to a load. The patient could have been burned since the metallic fragment of the grasping section at high temperature immediately after output touched the patient's tissue. The instruction manual of the device has already warned as follows; *do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. *should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.

Event description:
During a laparoscopic myomectomy, the subject device was used. The tissue pad of the subject device fell into the patient. The fragment was retrieved. It was reported that the patient's small bowel tissue discolored white due to the contact of the fragment. The doctor sutured the tissue laparoscopically. The intended procedure was completed with another device. It was reported that the hospitalization was prolonged. As a result of evaluation for the subject device, we found that the grasping section was partially missing in addition to the reported event. The fragment of the grasping section was returned with the subject device. This is the report regarding the breakage of the tissue pad and the grasping section, and the burn of the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report are being submitted to correction and additional information. Olympus medical systems corp. (Omsc) received a literature reporting this event "a case of thermal injury to the serosa of the small intestine due to breakage and dislodgement of the tip of an ultrasonic coagulation incision device during laparoscopic surgery". The age of the patient was described in the literature. If additional information becomes available, this report will be supplemented.